Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator. Device MFR date: unk at this time but will be reported at time of follow up report. UDI is unk at this time but will be reported, if necessary, at time of follow up report.